Event description:
Boston scientific crm received info that the pt implanted with this device suffered cardiac arrest. Emergency medical service (ems) was contacted and upon arrival noted that pt was in ventricular fibrillation (vf). The pt was externally defibrillated three times for this and then entered an idioventricular rhythm. Upon presentation to the ER the pt was in vf with ems performing chest compressions. Epinephrine was given and the pt coded while in the trauma room, the device then fired leading to a paced rhythm. Interrogation revealed that the day the pt went into cardiac arrest there were 4 stored vf episodes and 1 ventricular tachycardia episode. It was also noted that the device was undersensing and device did not shock initially. The device was reprogrammed. There were concerns of anoxic encephalopathy which was later confirmed with a CT scan. The pt's family requested the device to be turned off and removal of life support. The pt passed away soon there after. Following the pt's death the device was explanted. The pt's family has since retained legal counsel and recently submitted paperwork as part of the litigation process. There was an allegation that the pt suffered injury as a result of device malfunction.

Event description:
Boston scientific crm received information that the patient implanted with this device suffered cardiac arrest. Emergency medical service (ems) was contacted and upon arrival noted that patient was in ventricular fibrillation (vf). The patient was externally defibrillated three times for this and then entered an idioventricular rhythm. Upon presentation to the emergency room the patient was in vf with ems performing chest compressions. Epinephrine was given and the patient coded while in the trauma room, the device then fired leading to a paced rhythm. Interrogation revealed that the day the patient went into cardiac arrest, there were 4 stored vf episodes and 1 ventricular tachycardia episode. It was also noted that the device was undersensing and device did not shock initially. The device was reprogrammed. There were concerns of anoxic encephalopathy which was later confirmed with a CT scan. The patient's family requested the device to be turned off and removal of life support. The patient passed away soon there after. Following the patient's death the device was explanted. The patient's family has since retained legal counsel and recently submitted paperwork as part of the litigation process. There was an allegation that the patient suffered injury as a result of device malfunction.

Manufacturer narrative:
Not returned. The device was explanted following the pt's death and given to the pt's family attorney. Our reliability assurance laboratory was granted temporary access to the device as part of the litigation process. Visual inspection noted that the leads were still attached to the device, however, they were cut at approximately 11 inches. There were also scratches on the front of the device casing. Attempts to interrogate the device were difficult as an out of range telemetry message continued to present. Eventually the device was interrogated and a memory dump was obtained. The device was returned to the pt's attorney. No add'l info is available at this time. If add'l info becomes available, the event will be reopened.

Manufacturer narrative:
The device was explanted following the patient's death and given to the patient's family attorney. Our reliability assurance laboratory was granted temporary access to the device as part of the litigation process. Visual inspection noted that the leads were still attached to the device; however, they were cut at approximately 11 inches. There were also scratches on the front of the device casing. Attempts to interrogate the device were difficult as an out of range telemetry message continued to present. Eventually the device was interrogated and a memory dump was obtained. The device was returned to the patient's attorney. No additional information is available at this time. If additional information becomes available, the event will be reopened. -- upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Review of recorded data from device operations showed the device did not reach elective replacement indicator status while implanted. The device was then put through and passed a series of diagnostic tests that verified the performance of the pacing, sensing, and shocking functions of the device. Electrical testing with known impedances returned normal values. Analysis of the device episode data by a boston scientific technical services (ts) consultant concluded that the device exhibited probable intermittent undersensing of vt/vf that may have been due to dramatic variations in the patient's r-wave amplitudes and the corresponding adjustments made in response by the device's automatic gain control. Ts also noted that the patient may have experienced rv parasystole during the episodes prior to death, with the heart exhibiting a vt rate in one area and a vf rate in another location, that also may have contributed to the changes in the amplitude of the r-wave signals. Our analysis and testing concluded that the device functioned as designed.